Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of diarrhea and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient experienced peritonitis. Upon a follow-up call with the patient's nurse, the nurse stated that on an unreported date in 2011, the patient experienced diarrhea and on (B)(6) 2011, the patient experienced peritonitis which did not involve hospitalization. The cause of the peritonitis was unknown. The doctor's notes stated that it "could be from improper hand washing." The patient denied any break in aseptic technique. The patient was "treated with medicine (unspecified), the bags were cloudy." Treatment for the diarrhea was not reported. Dianeal therapy was ongoing. On an unreported date in 2011, the patient had recovered from the peritonitis. It was not reported whether the diarrhea resolved. The patient's concomitant medications were not reported. According to the nurse, the event of peritonitis was not related to dianeal pd2 ambuflex therapy. An opinion of causality was not reported for the event of diarrhea and dianeal pd2 ambuflex therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10l11050, h10k27025, h10j26094, h10h18045 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.